Event description:
According to the reporter, the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod for approximately one day. The pod reportedly fell off the infusion site (unknown site), causing the cannula to dislodge. The patient requested information regarding pod placement sites on the body, to improve adhesion and wear time. To treat the issue, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.